Event description:
Literature was reviewed regarding:¿complicated mural thrombus post-evar.¿ the objective of the study was to describe four patients who developed symptomatic arterial thrombo-embolic complications (atec) caused by mural thrombus after endovascular aneurysm repair (evar). An endurant ii stent graft system was implanted during the endovascular treatment of a 65mm aaa on an unknown date. Strong angulation of heavily calcified iliac arteries on both sides was noted. It was reported completion angiography showed good positioning of the stent graft and a late type ii endoleak, requiring no further action. CT scan after 6 weeks showed the same type ii endoleak originating from a lumbar artery. Follow up 18 months post procedure. Showed a stable small type ii endoleak and a stable diameter of aaa at 65 mm. Dus, 24 months after evar, showed a growing aaa of 73mm with turbulent flow in the right limb. CT revealed the known type ii endoleak from a lumbar artery, but also an endoleak from the inferior mesenteric artery. A large mural thrombus was present in the right limb, causing a near-occlusion with diminished flow causing intermittent claudication. A relining was performed using 3 non medtronic stent grafts. It was decided to leave the type ii endoleaks untreated and institute close surveillance. CT scans after 6 weeks and 6 months showed that the thrombus was completely covered by the new ptfe stent grafts and that no new intramural thrombus developed. Patient was left on asa. Diameter of aaa stayed stable at 74mm, while the type ii endoleaks remained unchanged. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: etlw1624c93ee:s/n: unknown; use by date: unknown; upn # unknown etlw1620c156ee:s/n: unknown; use by date: unknown; upn # unknown wiersema, a.m., kievit, j.k. And reijnen, m.m.p.j., 2018. Complicated mural thrombus post-evar. Annals of surgical and perioperative care, 3(1), p.1038. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.